Event description:
It was initially reported by the patient's mother to her physician that her daughter was allergic to the metal of the generator and had vns explanted. Good faith attempts for additional information have been unsuccessful to date. Follow-up with the neurologist referred the patient to be implanted with vns was unaware of this event and had no information to provide. He did not refer her for explant and have not seen the patient for years. The patient has moved to florida since implant and it is believed by the physician that the patient may have been explanted in florida but he does not know who they were seeing.

Event description:
Additional information was received that the patient was explanted (B)(6) 2012 and the hospital they the patient was explanted at but no additional information was provided.